Event description:
A malfunction alarm with code malf 9 was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code recurred, and they acknowledged and understood this advice.